Event description:
It was reported that the surgeon attempted to lock the augment onto the baseplate. When he used the torque wrench the locking mechanism spun through and would not lock. He had to cement the augment onto the baseplate resulting in increased surgical time.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Manufacturer narrative:
This event has been identified as a duplicate of (B)(4) reported under MFR#0002249697-2013-01166. Investigation results and conclusions will be documented on referenced report.

Event description:
It was reported that the surgeon attempted to lock the augment onto the baseplate. When he used the torque wrench the locking mechanism spun through and would not lock. He had to cement the augment onto the baseplate resulting in increased surgical time. Update: this event has been identified as a duplicate of (B)(4) reported under MFR#0002249697-2013-01166. Investigation results and conclusions will be documented on referenced report.